Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not used as the boxed battery voltage was lower than expected after manually reforming the capacitors. A second device was implanted without noted incident. The provided battery voltage is within device specifications for beginning of life (bol) status.